Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Multiple follow up attempts were made to obtain more information; however, no further information was provided regarding the reported issue.